Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a (B)(6) female patient of unknown origin. Medical history included coronary heart disease. Concomitant medications included acarbose used for unknown indication and unspecified drugs for coronary heart disease. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a cartridge from a reusable pen (humapen ergo ii), 08 units (each morning and evening) twice daily, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date, between (B)(6) 2017. On (B)(6) 2018, she was hospitalized due to a coronary heart disease and because her blood glucose was 15.7 (no units) and did not decreased. As the blood glucose was high it was thought that insulin lispro 25/75 did not have effect. Information regarding corrective treatment, further hospitalization detail and outcome of the events was not reported. She stopped the use of humapen ergo ii, on an unknown date in (B)(6) 2018, due to unknown reason. Insulin lispro protamine suspension 75%/insulin lispro 25%, therapy was continued. The operator of the device and its training status was unknown. The general device duration of use was unknown, beginning on between (B)(6) 2017, and the suspect device duration of use was not provided. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer was not sure for relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25%therapy and did not provided any relatedness for humapen ergo ii. Edit 08-feb-2018: upon internal review of information received on 31-jan-2018, the therapy start date was updated from (B)(6) 2018 to (B)(6) 2017 in narrative. No other changes performed. Edit 08feb2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. Please refer to update statement dated (B)(6) 2018 in the describe event or problem field. No further follow-up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was difficult to press down and she could not press it to the end when 4 units were left. She also reported the needle was slanting and there was no new needle. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1611d03, manufactured november 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to pen jam or dose accuracy. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient's report that the needle was slanting and she could not press the dose to the end may be the result of the cannula becoming occluded. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) female patient of unknown origin. Medical history included coronary heart disease. Concomitant medications included acarbose used for unknown indication and unspecified drugs for coronary heart disease. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a cartridge from a reusable humapen ergo ii pen, 8 units (each morning and evening) twice daily, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date, between (B)(6) 2017. On an unreported date in (B)(6) 2018, the patient noted that the injection button of her humapen ergo ii pen was difficult to press down. She could not press to the end when there were four units left ((B)(4)/lot 1611d03). On (B)(6) 2018, she was hospitalized due to a coronary heart disease and because her blood glucose was 15.7 (no units) and did not decreased. As the blood glucose was high it was thought that insulin lispro 25/75 did not have effect. Information regarding corrective treatment, further hospitalization detail and outcome of the events was not reported. She stopped the use of humapen ergo ii, on an unknown date in (B)(6) 2018, due to unknown reason. Insulin lispro protamine suspension 75%/insulin lispro 25%, therapy was continued. The operator of the device and its training status was unknown. He general device duration of use was unknown. The suspect device duration began on between (B)(6) 2017; approximately two months. The suspect device with (B)(4), which was manufactured in nov2016, was not returned to the manufacturer. The reporting consumer was not sure for relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25%therapy and did not provided any relatedness for humapen ergo ii. Edit 08-feb-2018: upon internal review of information received on 31-jan-2018, the therapy start date was updated from (B)(6) 2018 to (B)(6) 2017 in narrative. No other changes performed. Edit 08feb2018: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update 26feb2018: additional information received on 25feb2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) associated with lot 1611d03 of a humapen ergo ii device. Corresponding fields and narrative updated accordingly.